Event description:
The consumer alleges the chair is jerking and stopping abruptly. The chair allegedly stopped on her ramp, causing her to fly out of the chair and be injured. No serious injury is alleged.

Manufacturer narrative:
Consumer contacted manufacturer, claiming her chair stopped and she fell out. She was taken to the hospital and is currently taking medicine. Area transgressed is unknown. No information provided suggests user was wearing a seat positioning strap as recommended by the manufacturer. The product has not been returned for evaluation at this time, so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR field based on alleged medical treatment.